Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported ¿23098 error¿ was confirmed and replicated. Logs confirmed a 23098 error along with 1126/31226 errors. The 1126 and 31226 errors indicate communication fault with the clockspring and parallelogram fiber cable. During pftp testing, the unit failed fiber test indicating a fault with the clockspring and parallelogram fiber cables. Although we did not trigger the 23098 brake mismatch error, this error is sympathetic to the 1126/31226 fiber errors.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operating room (or) staff contacted the technical support engineer (tse) and reported an error that was presented during the case. The procedure was completed after the surgeon disabled arm #1 and resumed the case. No further troubleshooting was performed. The procedure was completed with no reported injury.